Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to have reached eri during a follow-up, so the physician decided to replace the device. On the day of the device replacement, the device gave a longevity of 1.3 years and the eri status disappeared. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.